Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation discovered a leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 5652423 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 425cc saline catalog #3501670 lot #5652423 sn #(B)(4)

Event description:
It was reported that a (B)(6) -year old african american female patient underwent breast augmentation revision with mentor smooth round moderate profile 425cc saline breast prostheses. Physical examination diagnosed right breast prosthesis deflation. Left breast prosthesis deflation was also identified. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 500cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.